Event description:
It was reported that during a procedure, the unit did not function as intended. The tip of the unit broke off inside the joint. Further, for three hours, the tip of the unit could not be located. This delayed the procedure but no adverse consequences were reported. The procedure was completed with another unit that was available.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.